Manufacturer narrative:
(B)(4). Egia60amt (qty: 1) has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a gastrectomy, the device did not fire. When the surgeon detached the reload, the black unload button stopped moving. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was instrument did not fire and instrument locked on tissue during a gastrectomy procedure. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. The reload was loaded into a pmv idrive handle (testing unit # 0019) and adapter (testing unit # 0040) for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The returned devices as received were found to meet specifications and due to the pre-fire condition, the reported condition related to the instrument did not fire condition was confirmed. The reported condition related to instrument locked on tissue was not confirmed. Subsequently, the complaint data did not display an increased trend. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time, ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the trend, no product enhancements were generated. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.